Event description:
Patient in 2005 experienced low blood glucose (49 mg/dl), at 3:54 am. Patient stated that, at 2:41 am, their blood glucose had measured 70 mg/dl. Patient indicated that, due to the unexpected drop in blood glucose levels, patient believes the device may have delivered too much insulin. No error messages were generated by the device. Patient self-treated low blood glucose by eating peanut butter and jelly, on crackers.